Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have had low blood glucose and attempted to treat with food and experienced high blood glucose. Customer reports to be a brittle diabetic. Customer's blood glucose were 33 mg/dl, customer treated with bananas and grapes and blood glucose elevated to 538 mg/dl. Customer believed that insulin shake up could have caused low blood glucose even though customer reported to have had low blood glucose for twenty-five years. Alarm history showed blood glucose of 232 mg/dl, 242 mg/dl, 226 mg/dl, 377 mg/dl and 239 mg/dl. Troubleshooting was performed and everything was fine. Customer was advised to monitor insulin pump, speak with healthcare professional regarding blood glucose and to call back should issue persist.